Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: 10 ml syringe with foreign body.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.